Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and an angiographic catheter. During the procedure, the physician encountered resistance while advancing a smart coil in the hub of the microcatheter. Several attempts were made to advance the smart coil in the hub of the microcatheter without success. Therefore, the smart coil was removed. The procedure was completed using three smart coils, one non-penumbra coil, the same microcatheter, and the same catheter. There was no report of an adverse effect to the patient.